Event description:
A report was received from a user facility in the (B)(6) stating: "the cutter would not cut during use." There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device has not been received for eval. The sterilization and lot history records were reviewed and found to be acceptable. This vitrectomy cutter is mfg by midlabs. The MFR has been contacted. Investigation is ongoing.